Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed. No root cause could be established. Initially reported to FDA by distributor, see attached report #: 2026940-2018-00002 - [(B)(4)].

Event description:
It is reported that the patient experienced severe chemical burns in both eyes (ou) with reported symptoms of bloodshot and blistered eyes and blurry vision after using the device and sought emergency medical treatment. It is unknown if there was a corneal injury involved and what treatment or medication was received. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.

Event description:
New medical information received. Upon instilling the contact lenses in the eyes, the patient experienced a tingling sensation. The patient removed the lenses and rinsed with saline and flushed the eyes with water then re-instilled the contact lenses. He then experienced redness, irritation, and swelling of the eyes. The patient sought emergency medical treatment where he was prescribed with chemical burn of the eyes and prescribed tobramycin. The patient sought follow-up care on (B)(6) 2018 as he continued to experience swelling. The hcp reports conjunctiva injection and papillae with no corneal involvement. The patient is diagnosed with eye pain secondary to chemical conjunctivitis and acute toxic conjunctivitis. The hcp advises the patient to discontinue use of tobramycin and use artificial tears and stated the patient may resume lens use the following day. Based on the new medical information received, this event does not meet the definition of a reportable adverse event. There is no permanent impairment of eye function or damage to the body structure or evidence that medical treatment or medication was required to prevent or preclude permanent impairment or injury. If the event were to reoccur, it is not likely to cause or contribute to a death or serious injury.